Event description:
It was reported that during a laparoscopic anterior resection procedure, the stapler jammed. Then they opened a new gun and same thing happened. The third gun worked correctly. Have looked at guns returning and it seems that the firing sequence was interrupted; both green cartridges have advanced staples. Not sure what happened to articulation knobs as they seem to have been forced. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4).